Event description:
The customer reported, the system would not complete boot up. No pt injury was reported.

Event description:
It was reported by user facility medwatch# (B)(4) that during a lap hemicolectomy procedure, during the process of ligation of ileocolic artery and vein, endovascular stapler used. Stapler cut but did not staple. Blood vessels bleed. Surgeon then clipped bleeding vessels proximally and distally with endoclips. No further incident.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. (B)(4). Three attempts were made to obtain additional information and inquire about the device disposition. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.